Manufacturer narrative:
E1; (B)(6). Analysis was performed by an authorize philips distributor service, who provided support for the customer, who indicated the pressure readings were inaccurate. Based on the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was faulty ibp assembly components. The issue was resolved by replacing and fixing the ibp port p1. Parts consumed 453564440921, sn (B)(6). The ibp port, ibp-2g connector adapter and ibp board. The device was tested and pass per specification.

Event description:
Philips received a complaint on an expression patient monitor (mr400) indicating that the faulty invasive blood pressure (ibp) port p1 transducer shows incorrect reading. It is unknown if the device was in clinical use at time of event no adverse event was reported.